Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 4, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 3331, 4114, 3259, 19). Type of investigation #1: 3331 - analysis of production records, type of investigation #2: 4114 - device not returned, investigation findings: 3259 - improper physical structure, investigation conclusions: 19 - cause traced to user. The complaint sample was not returned; therefore, a thorough investigation could not be performed. The evaluation of the complaint sample picture was confirmed that the eye piece was broken in two parts. The portion of the eye piece that threads onto the endoscope was still attached; however, below the threads the eye piece was broken off of the rest of the device. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that they eye piece cracked. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.